Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device analysis revealed a ram chip memory error, with write to locked ram power on reset noted on (B)(6)-2009.

Event description:
It was reported the patient heard beeping from his device. The device remained in use. It was further reported the patient heard the tones from his device since he finished a course of radiation therapy five months ago. The device data showed an electrical reset occurred during the course of this radiation therapy. The device was reset and interrogated. The interrogation data showed no electrical reset warning present. The device remained in use. The device was subsequently explanted and replaced. It was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.